Manufacturer narrative:
(B)(4).

Event description:
The foreign distributor contacted dexcom on 12/23/2015, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. Additionally, the patient stated the inaccuracy was more than 20mg/dl points off.